Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The product analysis laboratory (pal) evaluated the device. A short simulated therapy was performed and completed successfully. There were no problems found during an internal inspection of the device or the power entry module. The assignable cause for power failure was undetermined. With reference to the iipv decision tree, the probable cause for the iipv found in the device logs was determined to be insufficient drain, false empty detect and use error, initial drain alarm setting inappropriately programmed. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The current labeling was found to be sufficient. The device met specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 1. The programmed fill volume was 2000ml and the ultrafiltration (uf) was 1316ml. This uf meets baxter's iipv criteria. No patient injury or medical intervention was reported.